Event description:
Intermittent atrial undersensing noted on stored ai/afegm's. Rv unipolar lead impedance warning on (B)(6) 2022. Atrial bipolar lead impedance warning on (B)(6) 2022. Atrial unipolar lead impedance warning on (B)(6) 2022 ra and rv leads are st jude leads. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).